Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013,explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: extension.

Event description:
A manufacturer representative (rep) reported that the patient experienced shocking. The extensions were replaced on (B)(6) 2017 to try to resolve the shocking, but the issue has not been resolved. No further complications were reported. The patient was implanted for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a manufacturing representative. The manufacturing representative stated they checked with the hcp who stated they have not heard from the patient yet, so it appears that reprogramming resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was stated that the cause of the shocking still remains unknown, but the likely cause is a short. The system was palpated to check the integrity, and impedance measurements were taken. The patient also mentioned they fell a few days prior to experiencing the shocking. The patient was changed to bipolar settings utilizing the shorted contact to see if it resolves the issue. If the issue persists, the patient will have a lead revision.